Manufacturer narrative:
(B)(4). Previous reported MDR 3004426659-2016-00023.

Event description:
The patient had an area of dehiscence at the site of the right depth lead insertion. The lead was subsequently explanted. Note that this patient has a history of dehiscence (the rns system neurostimulator and left depth lead were previously explanted due to dehiscence; however the right lead was not able to be removed at that time and a future explant surgery was planned).